Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided) with high ketones, which a healthcare provider identified as dangerous and life threatening. Customer administered a manual injection of insulin to address high bg. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.